Manufacturer narrative:
(B)(4). No complaint was received with the returned of the device. Failure event observed during analysis. A partial lead was returned in two pieces. External insulation abrasion consistent with friction to the ICD was noted at 15.9-16.0 cm from the connector pin. The etfe coating was intact at this location. Internal insulation abrasion was noted at 30.6-31.1cm from the distal tip. The etfe coating was intact at this location. Internal insulation abrasion was noted at 31.5-31.9 cm from the distal tip. The etfe coating was intact at this location. Multiple internal insulation abrasions underneath the shock coil were noted at between 19.5 and 23.6 cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.